Event description:
It was reported by the rep that the (1) hp052 was used during an unknown procedure. It was reported that there was a solid tone on the generator. The test tip was used and it was determined the handpiece was not working. The case was completed with a new handpiece and with no pt consequence.